Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: per follow up call on (B)(6) 2017 911 was called and customer was taken to the hospital on (B)(6) 2017 and was admitted due to high blood readings and due to an infection in his arm. Caller states they opened up his wound and are treating it due to the infection. Caller is unsure if they are packing it or how they are treating it. On (B)(6) 2017 the customer feels a lot better but has not fully recuperated. Unable to establish contact with customer on future follow p attempts. Left message on customer's voicemail. Product letter sent.

Event description:
Consumer reported complaint for symptoms potentially related to diabetes. (B)(6), aunt, is calling on behalf of the customer. The customer is concerned with symptoms potentially related to diabetes. The customer's expected fasting blood glucose test result range is undisclosed. The customer reports sleeping excessively and not feeling well. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. The test strip lot manufacturer's expiration date and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer called in requesting assistance to set up the time and date. Caller states the customer has been sick for the last three days and states that the customer has been sleeping excessively. Caller states customer refuses to go to the hospital. Spoke with the caller who states he has been sleeping due to an injury that he has from a fall. Customer also states he has been administering 10 units of insulin a day and states he does not have a meter to test with.